Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was hospitalized for hyperglycemia. The high blood glucose value was 430 mg/dl at admission and was treated with IV fluids and insulin drip. The event involved mmt-332a,mmt-242a,mmt-1884,mmt-7040a. Troubleshooting was performed and the customer was using the pump with a transmitter, and had no recent changes in prescription medications. The customer also noticed a discrepancy between sensor glucose and blood glucose during hospitalization but could not recall details, and declined further troubleshooting. Ketone testing was performed and found to be low. No further patient complications were reported. Mmt-332a,mmt-242a,mmt-1884,mmt-7040a was not expected to return.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer experienced diabetic ketoacidosis and was treated with intravenous injection.